Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the vitrectomy surgery, ophthalmic laser probe did not match the trocar and the surgery was completed after a new replacement was used. No patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The probe was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The returned sample was connected to a calibrated system and was successfully recognized. A visual assessment under a microscope was performed and revealed clear foreign material on the cannula. A fit check was performed with a trocar and was found to have resistance. The sample¿s laser radio frequency identification (rfid) tag was read, the sample was found to not be associated with the customer¿s reported lot. Thus, the customer¿s reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).